Manufacturer narrative:
The complaint was confirmed, a broken endoanchor was returned within the tip of the applier. The exact cause of the broken endoanchor cannot be conclusively determined. Based on historical analysis of similar broken endoanchor complaints, there is no evidence of a material defect that would have been contributory. Since there were no evident material defects that would have been contributory, it is likely the endoanchor failed due to encountering resistance which imposed excessive torque on the endoanchor, leading to a fracture. Conditions existed within this procedure that have historically been identified as causes of deployment resistance include difficulty positioning the heli-fx applier within highly angulated anatomy as well as calcification within the deployment zone.

Event description:
Aptus endoanchors were implanted in the patient during an endovascular treatment. An endurant stent graft was used prophylactically during the procedure due to a hostile aortic neck. It was reported that during the index procedure the first endoanchor was deployed into the stent graft but seemed to make a grinding sound right before it was fully implanted into the stent graft. The physician was unable to load a second endoanchor into the applier. After inspecting the applier, a piece of the first endoanchor was observed inside the applier and was preventing the applier from loading additional endoanchors. The first endoanchor visually appeared to be deployed into the stent graft fabric and not free floating. The physician was able to load the second endoanchor with another aptus applier to complete the procedure and the event was resolved. No sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. No eval explain code. If information is provided in the future, a supplemental report will be issued.